Event description:
A distributor reported a cartridge alarm occurring during pumping, as confirmed in the user's pump history. The specific blood glucose level at the time of the event was not available, but it was noted that the pump was within warranty. The customer was advised to load a second cartridge, and when the alarm recurred, it was decided to replace the pump. Although the customer declined to share information regarding their backup insulin therapy, technical support arranged a replacement pump and provided instructions for the return of the problematic device.